Event description:
A company representative advised that an ophthalmic surgeon reported trouble with phacoemulsification during a cataract with intraocular lens implant procedure. Specifically, the foot position three did not work properly. The surgeon stated that the case went well and there was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).